Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed and it was identified that the vessel sealer extend (vse) conductor wire appeared to be pulled out at the distal end. The image gets quite blurry as it was zoomed in, but the instrument appeared to have a possible tear.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the vessel sealer extend (vse) instrument had a loose cable. The cable was loosen at 3cm out of the instrument tip and the instrument movement was abnormal. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The reporter indicated that the movement of the instrument was unsmooth even though the instrument did not collide with any other instruments or other hard material during the surgical procedure. The cable was loosen; not broken. No arcing was observed and the internal wire was not exposed. There was no loss of cautery associated with the damaged cable. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged conductor wire at the proximal end. The instrument also had a segment of the conductor wire sticking out. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The complaint was confirmed by failure analysis.